Manufacturer narrative:
Additional information: h11 - disregard initial MDR as complaint is found to be n/a. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive change overtime. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.